Manufacturer narrative:
The customer did not return the product for evaluation. Since the lot # of the test strips involved in the event was not provided, laboratory testing could not be performed using the retained test strips from the same lot. Therefore, a device history record was reviewed for the affected contour next meter and no manufacturing anomalies were found. Section d4 of the initial report indicates the model # of the affected test strips as 7314. The correct model # is 7312. Section d4 has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Lot # of test strips was not captured, since the information was not provided.

Event description:
The customer reported that she obtained a reading of 300 mg/dl or 400 mg/dl on with the contour next meter. Upon repeat testing with the pharmacy's meter, she obtained a reading of 123 mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.